Manufacturer narrative:
Follow-up #1: date of submission 11/10/14. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unrelated to the compliant, the pump powers with returned battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alert per normal operation. Battery cap able to fully tighten. Battery cap measures within specifications a power loss was not duplicated. Loosened battery cap by 1/2 turn, a power loss was not duplicated. Battery compartment intact. Unexplainable por events observed in black box. Unable to complete checklist steps due to blank display. Unable to adequately investigate "intermittent power" complaint due to inability to exercise pump removed pump case. No evidence of moisture or loose components inside pump. Further investigation show display screen cracked in multiple places. Replaced display with test display. Test display is fully functional and fully illuminated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.